Event description:
Adverse event(s): "no patient impact" (no consequences or impact to pt). Product problem(s): "elliptical material" (foreign material present in device). A surgeon reported "elliptical material" was seen in the solution. The material could be seen around the top area (rubber stopper). There was no pt impact associated with this event.

Manufacturer narrative:
A sample was returned for eval. The returned sample was tested and test results confirmed to spec. The sample was clear, colorless and silicone was observed near the plunger. Medical grade silicone is used to coat this and other types of stoppers and syringe barrels in order to allow proper functioning of the syringe. Low levels of silicone do not elicit local ocular or systemic toxicity. There have been two other complaints reported in this log number. Add'l info was requested and rec'd. (B) (4). (B) (4). (B) (4).